Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the implant was burning and could even touch the outer layer of the patient's skin and could feel it burning. Patient reported their manufacturer's representative (rep) stated to keep it above 30% but even if it was at 50% or below it burned and last night the patient had to use an ice pack. Patient claimed he called about this event previously however no record was found. Patient stated this started about 4 months ago. Patient stated his hcp called their rep about this and patient confirmed the rep was made aware about 3 months ago and patient reported just seeing him again 2 weeks ago and he asked if it was overheating and patient stated yes. Patient stated the burning occurred all the time if the implant was below 50% charged and as soon as their battery went below 50% it immediately started burning and got worse if they were charging the implant but it burned even if they were not charging it. Patient stated the implant site did not look red or infected but it was hot to touch. No further complications were reported /anticipated. Additional information was received from the hcp. It was reported that the cause was due to the heating of the ins. It was reported they kept the battery charged. Issue was resolved.